Manufacturer narrative:
The customer reported problem was unconfirmed. The device passed all required testing and specifications and released back to the customer. Upon visual inspection the service technician noted that they had no fault found with unit for failing rate accy test. Based on the findings, service determined that the proximate cause of the reported issue was unconfirmed as they could not duplicate the problem. A review of the device history record for (B)(4) was performed from (B)(6) 2018 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported failing rate accy test.